Manufacturer narrative:
Device was received with a no motor movement or negligible movement. Retries to free a stuck motor failed error during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarms. Device passed the self test, sleep current measurement, and active current measurement. The test energizer battery was removed from the battery compartment and reinserted after seconds, less than ten minutes, and more than ten minutes. Device powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the insulin pump back on. No unexpected post-reset ram crc alarm, history pointers failed and history pointers are corrupted error, or trace pointers are invalid alarms were noted. Moisture damage was found on the electronic assembly and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported trace pointers are invalid alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was not performed. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.